Event description:
It was reported that the implantable pulse generator (ipg) had "moved near to [the] armpit, and the pocket became very thin," also noted that infection was "considered." The device was removed from the pocket; the pocket was debrided. The device was reimplanted and remains in use. The lead was replaced. The device and lead will not be returned to the manufacturer. No further patient complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.